Manufacturer narrative:
Results: a sample or photos are not available for evaluation. There were no related quality notifications. All process and final inspections comply with specification requirements. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. There is no samples to confirm the complaint. Retention samples were inspected with no visible defects. We will continue to monitor this defect for tracking and trending purposes. UDI #: (B)(4).

Event description:
It was reported that 13x75 mm 2.0 ml bd vacutainer® plastic p800 plasma tube clear bd hemogard¿was cracked upon receipt at facility. No injury or medical intervention.